Event description:
It was reported that the physician was explanting a stimulator and lead, due to fear of skin erosion at pocket site and patient experiencing device hurting her when she sat or slept. The physician removed the device 1st and then made an incision at lead placement site. He was able to grab the lead beyond 1st tine. When he pulled the lead out at angle of insertion, the lead stretched and broke. The physician was unable to remove the remainder of lead. The physician felt the 3093 lead was defective. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3093-33 lot # v500733 implanted (B)(6) 2010 explanted (B)(6) 2012; programmer model # 3037 lot # njd111677n. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
Additional information received noted that the patient had positive explant results and was not implanted with another device or lead.